Manufacturer narrative:
A field service engineer (fse) performed decontamination of the ion-selective electrode (ise) unit, which improved the situation but did not resolve the problem. Later, the fse replaced the sipper nozzle and the sample probe. During another visit, the fse cleaned and lubricated the syringe mechanisms and replaced the worn syringe seals. The customer did not report any new occurrences after the last service visit. Based on the information provided, the investigation determined the issue was consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit for one patient. The initial result was 150.6 mmol/l, and the repeat result was 139.5 mmol/l.